Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened dome switch on the up arrow button, down arrow button, esc button, and act button. Failure analysis was unable to perform displacement test including basic occlusion, occlusion, prime and excessive no delivery alarm test due to unresponsive buttons. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. Lcd connector was inspected and no anomaly was noted. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were sticking. Customer's blood glucose was 260 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.